Event description:
The reporter stated that the dermatome took a full thickness skin graft instead of a split thickness skin graft during a surgical procedure. The dermatome was set to 0.02" with the guide wheel locked. The graft was too thick. The user facility requested that the dermatome be returned for recalibration. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.